Event description:
It was reported that pump battery depleted rapidly. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up with technical support, and no additional information was received regarding confirmation of battery issue or any corrective actions taken.